Event description:
The facility representative reported a colleague infusion pump with failure code 531:320:844:0000. The facility representative stated that this event occurred during pt infusion and resulted in an interruption of therapy. The pump was swapped out by the on-duty nurse and the infusion was restarted. The facility representative stated that there were no reports of pt injury or medical intervention and that the pt's condition was ok and unharmed. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.